Event description:
Patient progressed normally without complaint following balloon placement. On (B)(6) 2018, five months post balloon placement, patient presented at site post defecation of balloon. Patient stated she experienced cramping in late (B)(6) and early (B)(6) with burping and abdominal distention. The symptoms resolved approximately a week prior to passing the balloon. Patient denies fever, chills, nausea, vomiting, constipation, diarrhea and blood in stool. The balloon was not surgically removed as the patient had passed it without consequence.